Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector broken. No additional information available in reference to circumstance of occurrence or patient involvement. No adverse event reported.

Event description:
It was reported that the fiber optic connector on the cardiosave intra-aortic balloon pump (iabp) was broken. This event occurred in the cath lab, but it is unknown if there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
Getinge service was not requested in connection with the broken fiber optic. However, a getinge field service engineer (fse) visited the event site for a subsequent event reported under mfg report #2249723-2018-02107 and was informed by the customer that the cath lab table was lowered by the cath lab staff onto the fiber optic cable breaking the fiber optic connection which caused the initial issue and that this was repaired by the facility's in-house hospital biomed. The getinge fse cleared the iabp for clinical service after his evaluation.